Event description:
It was reported that during a pta treatment procedure to dilate a alcified, high grade stenosis in a pre-existing dialysis graft, removal dificulties were encountered. Using a 6fr arow sheath the physician advanced an 8 x 4 ultra-thin sds balloon catheter to the target lesion are inflated the balloon one time to 18-19 atm. (Rated burst pressure-12atm). The physician then attempted to remove the balloon catheter through the sheath and removal difficulties were experienced. When the balloon catheter was successfully withdrawn, the balloon appeared misshapen and could not be reintroduced. A second 8 x 4 ut-sds was advanced through the same sheath, and inflated once to 18-19 atm. During removal of teh balloon catheter, the physician again experienced difficulties and could feel the catheter stretching and he continued to pull on it. At this time, the tip of the balloon catheter brike and became lodged in the sheath. The balloon catheter and sheath were removed together. A 6 fr pinnacle sheath was then inserted and a third ut-sds balloon catheter was used to successfully complete the procedure. The pt was reported as 'fine' following the procedure; no injury or complications were reported.